Event description:
It was reported by a customer in the USA that, an 840 ventilator exhibited an erratic distorted lower display. There was no pt involvement.

Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. (B)(4).